Event description:
It was reported that the procedure was to treat a heavily calcified distal right coronary artery. Pre-dilatation was performed with a semi-compliant and then a non-compliant balloon catheter. A 2.75 x 38 mm xience xpedition stent delivery system was prepped for use and advanced to the lesion and inflated. It was observed at that time that the stent implant was not on the balloon. The stent was found inside the protective sheath. There was no resistance felt when removing the protective sheath. A same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states that prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Although a conclusive cause for the reported stent dislodgement can not be determined there is no indication of a product quality deficiency.